Event description:
The patient reported that a v-go that fell off patient body after only having it on for 7 to 8 hours. The patient was in the process of getting dressed when it fell of. The patient stated she did not prepare the infusion site by cleaning the area with an alcohol swab and letting the area dry. The patient mentioned that alcohol burns her. The patient stated that she has oily dry skin.